Event description:
A resolute integrity rx drug-eluting stent was intended to be used to treat a patient. The attempt was unsuccessful. The resolute integrity rx device was returned to the manufacturing facility and damage was noted to the stent on inspection. No clinical sequelae were reported. The stent was positioned on the balloon between the inner markers as per specification; however, the stent had been partially deployed and a "t-bone shape" was evident. The proximal and distal ends of the balloon folds were open. Struts on the 1st and 4th distal segments and struts on the 4th proximal segments were raised. The first to sixth proximal segments were flattened. The distal tip was flared and damaged.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (stent damage, failure to deliver the stent). (Root cause of event cannot be determined based on limited information provided).